Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for an ablation procedure. During the procedure, the patient's atrial lead was dislodged. The lead was explanted and replaced. The patient's condition was stable throughout.